Event description:
A customer ran a patient sample off a red top serum sample from ER. The phenytoin (phy) result was 1.7 ug/ml. This result was below the analytical range. No history available. Customer performed 3 more reruns of the sample and the results were: <0.1 ug/ml, 20.1 ug/ml and 19.3 ug/ml. Customer reported out the result of 19.3 ug/ml.